Event description:
It was reported that during inspection, the versajet ii console was not removing tissue, although it powered up and sounded as if it was working correctly. No patient involvement reported.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection was performed on the exterior of product and the lid was observed to be bent. The functional ,no problem found. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process ,establishing no relationship between the device and the reported event. The probable root causes are kinks, obstructions or leaks in the high-pressure tube. A review of the manufacturing records found that there was no evidence that the product didn't meet specifications at the time of manufacture. A complaint history review found other related events this investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.